Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to svt. The lead impedance measured less than 20 ohms during the therapy. The device image indicated device circuitry damage. Lead replacement was recommended due to suspected damage.